Event description:
This is a report of a patient who experienced a leak in the cassette tubing during the initial drain of peritoneal dialysis therapy. The patient was connected at the time the leak was discovered. During troubleshooting, the patient stated that the leak was coming from an unused line of the cassette and the clamp of that line had not been closed during set-up. The technical services representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this issue. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.